Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. For the event foreign material in the biopsy channel: the legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified however it is likely the following led to the malfunction: -the reprocessing method may have been inappropriate or inadequate. For the events coating of the insertion tube peeled off (1mm2 or more) and marking disappearance of the insertion tube: based on the results of the investigation, it is likely the following led to the malfunction: -stress from use, external factors, or handling. The events can be detected and prevented by following the instructions for use: inspection method for the suggested event is described in the instruction manual (operation manual) [chapter 3 preparation and inspection 3.2 inspection of the endoscope]. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited foreign material in forceps channel, insertion section flexible tube coating peeled off and insertion section flexible tube display disappeared. There were no reports of patient involvement.